Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose level was 215 mg/dl. The customer also stated that they can saw some water in insulin pump and so, they put it in rice and screen went blank when pump stopped working, but they kept getting the alarm. The troubleshooting was performed for unexpected restart alarm. The customer reported that they were able to clear the alarm, but it was reappeared. The customer was reported that she was able to complete rewind the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm unexpected restart error and unable to perform any tests due to blank display.